Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with complete information on how to reset the pump and plans to reset it at their convenience, with the option to follow up if the problem persists.